Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. (B)(4).

Event description:
A consumer reported unclear vision when looking at her phone and driving following an intraocular lens (iol) implant procedure. She also complains of difficulty adjusting from near to distance vision. The lens remains implanted. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
This event does not meet criteria for reporting based on applicable medical device regulations. The surgeon reported that the patient has a history of lasik procedure and does not feel that the iol caused or contributed to the reported event. (B)(4).

Event description:
The surgeon reported that the patient has a history of lasik procedure and the surgeon does not feel that the iol caused or contributed to the reported event.